Event description:
It was reported that the patient had their implantable neurostimulator (ins) implanted on (B)(4) 2011 and, as of (B)(4) 2011, the area where the ins implanted had not yet healed. The patient stated that they had been on ¿more antibiotics than can be needed for any normal reaction¿. Unable to follow up with the contact information provided, hence no additional information was able to be obtained.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, (B)(4).